Manufacturer narrative:
The device has been returned to olympus service center for evaluation and the reported issue was confirmed. The foreign material found during evaluation appears to be a black rubber like material. Additionally, the evaluation revealed the following findings: light cover glasses was stained; light cover glasses adhesive was worn; optical cover glass was chipped; optical cover glass adhesive was worn; outlet pipe blockage was evident; distal end cap was worn; distal end adhesive was lifting; insertion tube delamination was evident; air/water housing colored ring was worn; switch had a hole in the button; up/left angle play was reduced; up/down angle play was reduced; air channel volume was blocked; and water flow and water removal were not in specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, olympus could not identify the foreign material and could not specify the cause of the material remaining in the device. Whether there was deviation from IFU in reprocessing steps for the area where foreign material remained or not was unknown. No physical damage to the device was confirmed at where the foreign material was remained. The investigation concluded that the foreign material did not originate from the olympus endoscope. The root cause of this event was unable to be identified. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope exhibited image issues ¿ lines through the image. The issue was observed during maintenance. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed foreign debris was found protruding from the air/water nozzle, which had been attributed to inadequate cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.